Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain/pain: abdominal"), uterine haemorrhage ("abnormal uterine bleeding"), pregnancy with contraceptive device ("pregnancy (termination)") and adnexa uteri cyst ("peritubular cyst") in a 31-year-old female patient who had essure (batch no. C18710) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida and parity 3 (date of births: (B)(6) 2004, (B)(6) 2006, (B)(6) 2015). Concurrent conditions included obesity, unspecified, gallbladder polyp and depression. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced menorrhagia ("prolonged menses/abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("prolonged menses/abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2015, the patient experienced alopecia ("hair loss"). On (B)(6) 2015, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), abdominal pain upper ("pain: right upper quadrant pain"), pelvic pain ("pain: lower pelvic region"), vulvovaginal pain ("pain: vaginal"), device expulsion ("essure coil fell out") and nausea ("nausea"). On (B)(6) 2016, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") and cystitis ("bladder infection"). On (B)(6) 2017, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required) and adnexa uteri cyst (seriousness criterion medically significant). On an unknown date, the patient experienced dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding") and vaginal discharge ("irregular vaginal discharge"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (underwent laparoscopic bilateral salpingectomy), surgery (underwent laparoscopic bilateral salpingectomy) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. In 2017, the dysmenorrhoea, menstrual disorder, menorrhagia, vaginal discharge and nausea had resolved. At the time of the report, the abdominal pain, uterine haemorrhage, dyspareunia and alopecia had not resolved and the pregnancy with contraceptive device, adnexa uteri cyst, vaginal haemorrhage, urinary tract infection, vaginal infection, cystitis, abdominal pain upper, pelvic pain, vulvovaginal pain and device expulsion outcome was unknown. The pregnancy outcome was reported as elective abortion. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered abdominal pain, abdominal pain upper, adnexa uteri cyst, alopecia, cystitis, device expulsion, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, nausea, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: because of the requirement to undergo a laparoscopic bilateral salpingectomy to remove the essure devices, plaintiff has been left with abdominal deformity and severe large scarring. She claimed that essure worsened a previously existing injury/condition. She did not experience any complications of unintended pregnancy or delivery or essure caused birth defects. On (B)(6) 2015, the essure device was deployed without difficulty, exposing the correct number of rings. The procedure was done bilaterally. There was no evidence of uterine perforation. There was no active bleeding from the uterus or cervix. On (B)(6) 2017, she was told her tubes were blocked but one coil fell out and she got pregnant in the interim. Since the essure removal surgery, she feels much better. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: confirmed fallopian tubes bilaterally occluded pregnancy test urine - on (B)(6) 2017: negative on (B)(6) 2015, ultrasound abdomen revealed gallbladder wall polyps. Small cyst in the cortex of the right kidney. On (B)(6) 2015, ultrasound showed left sided essure coil 1.3cm distal past cornua, >2cm in myometrium. No right sided coil present normal sized uterus. Impression and plan: patient with failed essure placement desiring permanent sterilization. Patient planned depo until surgery. Plan for laparoscopic bilateral salpingectomy with possible hysterectomy. On (B)(6) 2015, hysterosalpingogram revealed absent right fallopian tube without appreciable peritoneal spillage. Left-sided essure device without fallopian tube pacification or peritoneal spillage. On (B)(6) 2016, transabdominal and transvaginal revealed ultrasound normal uterus with left sided essure coils; 0.78 cm endometrial echo, generous ovaries bilaterally with multiple small follicles, consistent in appearance with mild pcos, no free fluid in the cul-de-sac, essure coil not seen on the right. On (B)(6) 2017, surgical pathology report revealed fallopian tubes, right and left, bilateral salpingectomy: unremarkable fallopian tubes. Paratubal cyst. Gross description: received in formalin labeled and "bilateral tubes" are fimbriated fallopian tubes. The first is 7 cm in length and up to 0.6 cm in diameter. The serosa is pink-tan and smooth. A complete lumen is identified. The distal portion is submitted in cassette the second fimbriated fallopian tube is 7 cm in length and up to 0.6 cm in diameter. The serosa is pink-tan with a loosely attached 0.8 cm in diameter smooth walled peritubular cyst, containing a translucent watery fluid. A complete lumen is identified. The distal portion and peritubular cyst are submitted in cassette 2. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: "abnormal uterine bleeding (confirming abnormal bleeding - vaginal), abdominal pain, right upper quadrant pain, nausea, pregnancy with contraceptive device, device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jul-2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain/pain: abdominal"), uterine haemorrhage ("abnormal uterine bleeding"), pregnancy with contraceptive device ("pregnancy (termination)") and adnexa uteri cyst ("peritubular cyst") in a 31-year-old female patient who had essure (batch no. C18710) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida and parity 3 (date of births: (B)(6) 2004, (B)(6) 2006, (B)(6) 2015). Concurrent conditions included obesity, unspecified, gallbladder polyp and depression. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced menorrhagia ("prolonged menses/abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("prolonged menses/abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2015, the patient experienced alopecia ("hair loss"). On (B)(6) 2015, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), abdominal pain upper ("pain: right upper quadrant pain"), pelvic pain ("pain: lower pelvic region"), vulvovaginal pain ("pain: vaginal"), device expulsion ("essure coil fell out") and nausea ("nausea"). On (B)(6) 2016, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") and cystitis ("bladder infection"). On (B)(6) 2017, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required) and adnexa uteri cyst (seriousness criterion medically significant). On an unknown date, the patient experienced dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding") and vaginal discharge ("irregular vaginal discharge"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (underwent laparoscopic bilateral salpingectomy), surgery (underwent laparoscopic bilateral salpingectomy) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. In 2017, the abdominal pain, dyspareunia and alopecia had not resolved, the dysmenorrhoea, menstrual disorder, menorrhagia, vaginal discharge and nausea had resolved. At the time of the report, the uterine haemorrhage had not resolved and the pregnancy with contraceptive device, adnexa uteri cyst, vaginal haemorrhage, urinary tract infection, vaginal infection, cystitis, abdominal pain upper, pelvic pain, vulvovaginal pain and device expulsion outcome was unknown. The pregnancy outcome was reported as elective abortion. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered abdominal pain, abdominal pain upper, adnexa uteri cyst, alopecia, cystitis, device expulsion, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, nausea, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: because of the requirement to undergo a laparoscopic bilateral salpingectomy to remove the essure devices, plaintiff has been left with abdominal deformity and severe large scarring. She claimed that essure worsened a previously existing injury/condition. She did not experience any complications of unintended pregnancy or delivery or essure caused birth defects. On (B)(6) 2015, the essure device was deployed without difficulty, exposing the correct number of rings. The procedure was done bilaterally. There was no evidence of uterine perforation. There was no active bleeding from the uterus or cervix. On (B)(6) 2017, she was told her tubes were blocked but one coil fell out and she got pregnant in the interim. Since the essure removal surgery, she feels much better. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: confirmed fallopian tubes bilaterally occluded. Pregnancy test urine - on (B)(6) 2017: negative. On (B)(6) 2015, ultrasound abdomen revealed gallbladder wall polyps. Small cyst in the cortex of the right kidney. On (B)(6) 2015, ultrasound showed left sided essure coil 1.3cm distal past cornua, >2cm in myometrium. No right sided coil present normal sized uterus. Impression and plan: patient with failed essure placement desiring permanent sterilization. Patient planned depo until surgery. Plan for laparoscopic bilateral salpingectomy with possible hysterectomy. On (B)(6) 2015, hysterosalpingogram revealed absent right fallopian tube without appreciable peritoneal spillage. Left-sided essure device without fallopian tube pacification or peritoneal spillage. On (B)(6) 2016, transabdominal and transvaginal revealed ultrasound normal uterus with left sided essure coils; 0.78 cm endometrial echo, generous ovaries bilaterally with multiple small follicles, consistent in appearance with mild pcos, no free fluid in the cul-de-sac, essure coil not seen on the right. On (B)(6) 2017, surgical pathology report revealed fallopian tubes, right and left, bilateral salpingectomy: unremarkable fallopian tubes. Paratubal cyst. Gross description: received in formalin labeled and "bilateral tubes" are fimbriated fallopian tubes. The first is 7 cm in length and up to 0.6 cm in diameter. The serosa is pink-tan and smooth. A complete lumen is identified. The distal portion is submitted in cassette the second fimbriated fallopian tube is 7 cm in length and up to 0.6 cm in diameter. The serosa is pink-tan with a loosely attached 0.8 cm in diameter smooth walled peritubular cyst, containing a translucent watery fluid. A complete lumen is identified. The distal portion and peritubular cyst are submitted in cassette 2. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: "abnormal uterine bleeding (confirming abnormal bleeding - vaginal), abdominal pain, right upper quadrant pain, nausea, pregnancy with contraceptive device, device expulsion. Most recent follow-up information incorporated above includes: on 25-apr-2018: pfs received: new reporters was added, event outcome was updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain/pain: abdominal"), uterine haemorrhage ("abnormal uterine bleeding"), pregnancy with contraceptive device ("pregnancy (termination)") and fallopian tube cyst ("peritubular cyst") in a (B)(6) year-old female patient who had essure (batch no. C18710) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida and parity 3 (date of births: (B)(6)). Concurrent conditions included obesity, unspecified, gallbladder polyp and depression. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced menorrhagia ("prolonged menses/abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("prolonged menses/abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2015, the patient experienced alopecia ("hair loss"). On (B)(6) 2015, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), abdominal pain upper ("pain: right upper quadrant pain"), pelvic pain ("pain: lower pelvic region"), vulvovaginal pain ("pain: vaginal"), device expulsion ("essure coil fell out") and nausea ("nausea"). On (B)(6) 2016, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") and cystitis ("bladder infection"). On (B)(6) 2017, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required) and fallopian tube cyst (seriousness criterion medically significant). On an unknown date, the patient experienced dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding") and vaginal discharge ("irregular vaginal discharge"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (underwent laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2017. In 2017, the abdominal pain, dysmenorrhoea, menstrual disorder, menorrhagia, dyspareunia, alopecia, vaginal discharge and nausea had resolved. At the time of the report, the uterine haemorrhage, pregnancy with contraceptive device, fallopian tube cyst, vaginal haemorrhage, urinary tract infection, vaginal infection, cystitis, abdominal pain upper, pelvic pain, vulvovaginal pain and device expulsion outcome was unknown. The pregnancy outcome was reported as elective abortion. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered abdominal pain, abdominal pain upper, alopecia, cystitis, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube cyst, menorrhagia, menstrual disorder, nausea, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: because of the requirement to undergo a laparoscopic bilateral salpingectomy to remove the essure devices, plaintiff has been left with abdominal deformity and severe large scarring. She claimed that essure worsened a previously existing injury/condition. She did not experience any complications of unintended pregnancy or delivery or essure caused birth defects. On (B)(6) 2015, the essure device was deployed without difficulty, exposing the correct number of rings. The procedure was done bilaterally. There was no evidence of uterine perforation. There was no active bleeding from the uterus or cervix. On (B)(6) 2017, she was told her tubes were blocked but one coil fell out and she got pregnant in the interim. Since the essure removal surgery, she feels much better. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: confirmed fallopian tubes bilaterally occluded pregnancy test urine - on (B)(6) 2017: negative on (B)(6) 2015, ultrasound abdomen revealed gallbladder wall polyps. Small cyst in the cortex of the right kidney. On (B)(6) 2015, ultrasound showed left sided essure coil 1.3cm distal past cornua, >2cm in myometrium. No right sided coil present normal sized uterus. Impression and plan: patient with failed essure placement desiring permanent sterilization. Patient planned depo until surgery. Plan for laparoscopic bilateral salpingectomy with possible hysterectomy. On (B)(6) 2015, hysterosalpingogram revealed absent right fallopian tube without appreciable peritoneal spillage. Left-sided essure device without fallopian tube pacification or peritoneal spillage. On (B)(6) 2016, transabdominal and transvaginal revealed ultrasound normal uterus with left sided essure coils; 0.78 cm endometrial echo, generous ovaries bilaterally with multiple small follicles, consistent in appearance with mild pcos, no free fluid in the cul-de-sac, essure coil not seen on the right. On (B)(6) 2017, surgical pathology report revealed fallopian tubes, right and left, bilateral salpingectomy: unremarkable fallopian tubes. Paratubal cyst. Gross description: received in formalin labeled and "bilateral tubes" are fimbriated fallopian tubes. The first is 7 cm in length and up to 0.6 cm in diameter. The serosa is pink-tan and smooth. A complete lumen is identified. The distal portion is submitted in cassette the second fimbriated fallopian tube is 7 cm in length and up to 0.6 cm in diameter. The serosa is pink-tan with a loosely attached 0.8 cm in diameter smooth walled peritubular cyst, containing a translucent watery fluid. A complete lumen is identified. The distal portion and peritubular cyst are submitted in cassette 2. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: "abnormal uterine bleeding (confirming abnormal bleeding - vaginal), abdominal pain, right upper quadrant pain, nausea, pregnancy with contraceptive device, device expulsion. Most recent follow-up information incorporated above includes: on 16-feb-2018: reporter information was updated. Patient demographics were updated. Patient's historical/concurrent condition were added. Lab data was added. Essure indication was added. Essure lot number was added. New events added: abnormal uterine bleeding, pregnancy (termination), abnormal bleeding (vaginal, menorrhagia), urinary tract infection, vaginal infection, bladder infection, pain: right upper quadrant pain, pain: lower pelvic region, pain: vaginal, peritubular cyst, essure coil fell out, nausea and device ineffective. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), menorrhagia ("prolonged menses"), dyspareunia ("painful intercourse"), alopecia ("hair loss") and vaginal discharge ("irregular vaginal discharge"). The patient was treated with surgery (underwent laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2017. In 2017, the abdominal pain, dysmenorrhoea, menstrual disorder, menorrhagia, dyspareunia, alopecia and vaginal discharge had resolved. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder and vaginal discharge to be related to essure. The reporter commented: because of the requirement to undergo a laparoscopic bilateral salpingectomy to remove the essure devices, plaintiff has been left with abdominal deformity and severe large scarring. . Since the essure removal surgery, she feels much better. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: confirmed fallopian tubes bilaterally occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.